Manufacturer narrative:
(B)(4). . To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1 reported lot number (B)(4) corresponding to the product code (B)(4) - silk suture , not to vicryl plus suture. Please clarify a lot number for reported product code (B)(4)? What was the name of the initial procedure? Do you search the needle in the floor? Did x-ray was performed? Where there any patient consequences?

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. It was reported that the needle broke at the tip when sewing during the procedure. The needle tip wasn't found. Another like suture was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/31/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: 1. Reported lot number lam828 corresponding to the product code a305h - silk suture , not to vicryl plus suture. Please clarify a lot number for reported product code vcp460h? 2. What was the name of the initial procedure? 3. Do you search the needle in the floor? 4. Did x-ray was performed? 5. Where there any patient consequences?